Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/11/2015. The fse found solenoid sol214 shorted out and caused a fluid leak of 1 ml from a coulter lh 500 series system. The leak was contained within the instrument and no error messages were reported at the time of the occurrence. The fse was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported a burning smell from a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.